Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a spark self ¿ fixating sling system implanted on (B)(6) 2006. It was reported that patient underwent a mesh removal on (B)(6) 2007, on (B)(6) 2008 and on (B)(6) 2012. It was reported that the patient had a pacemaker implanted due to atrial fibrillation on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It is also reported that the patient had spark self ¿ fixating sling system implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.